Event description:
It was reported that the device failed accuracy test 7.10%. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) correction: e1 initial reporter phone corrected to include: (B)(6). H2) device evaluation: d9 - date returned to manufacturer: 9/30/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have an inaccurate delivery but at the percentage the customer reported. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative trimmed the expulsor, and the pump passed all functional tests and performed as intended after repair.